Event description:
It was reported that this brady lead was a case of attempted implant due to low sensing and a history of high threshold. This lead was replaced with the same model. No adverse patient effects were reported.